Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the cause of the high impedances was not determined and the issue is not yet resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient is having mouth and hand tremor more than usual since his most recent replacement surgery. He feels a slight lack of coordination, and it's worse at night than it is during the day. Unknown if any environmental/external/patient factors may have led to the issue. Diagnostics/troubleshooting included checking the batteries over the phone and they are on, working normally. Interventions/actions included recommending the patient see a local neurologist. The issue is not resolved and the patient will follow-up with the rep. No surgical intervention occurred and none is planned. No further complications were reported or anticipated with this event. Additional information was received from the rep. It was reported the patient needed to see a neurologist first before more information would be available. The patient didn't have the ability to make stimulation changes using their remote other than changing groups. The rep did not recommend they change groups without the consent and direction of a physician. The cause of the tremors and lack of coordination was unknown. The issue remained unresolved. Additional information was received. Electrode impedances: c 445, 803 c 559, 696 c, 564, c 368, 758, 673, 661. Group a: upper 3.2 60 programmed 3.2 60 lower 3.2 60 resolution 0.1 na. Group b: upper 3.4 60 programmed 3.4 60 lower 3.4 60 resolution 0.1 na additional information was received. C 2490, 2698 c, 698, 2895 c, 684, 810 c, 742, 985 0, 2233, 792. Additional information was received. C 2490, 2698 c, 698, 2895 c, 684, 810 c, 742, 985, 2233, 792. Additional information was received. They met with the patient and confirmed the symptoms. Checked both left and right ins. No further complications were reported.